Event description:
It was reported that there were 1st degree burns after use of defib pads. Routinely see burns when using 200 joules and above. These reports are only seen in elective cardioversion cases. Treated with hydrocortizone cream.